Manufacturer narrative:
Investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; DHR review was performed on the lot number 7212809. The lot number was built on (B)(4), from august 6, 2017 thru august 12, 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: yes. Reason: a review of the qn/sap database is required for a s2 ¿ o1 level a investigation per (B)(4). The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: observations and testing could not be performed because units were not received for investigation. Investigation samples(s) meet manufacturing specifications: unknown; (units were not received for evaluation and testing). Investigation conclusion: conclusions: the defect needle retraction failure, as stated as the reported code could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Without a unit for evaluation; there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Did the evaluation confirm the customer¿s experience with the bd product? No; unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? No; unable to reproduce the customer¿s experience because units were not returned for evaluation and testing. Was the device used for treatment or diagnosis? Treatment. Root cause description: root cause; relationship of device to the reported incident: indeterminate. Comment: without a sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Rationale: corrections and CAPA: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a quarterly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter failed to retract during use. No reports of serious injury or medical intervention noted.